Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the pump reservoir had been almost empty at the patient¿s last few refills; the physician indicated that the volume was always low before the refill date, but the volume should last at least seven days more. Less volume than expected was aspirated from the pump. The reporter stated that the physician had alleged that the patient was aspirating the medication, and the reporter was asking if the pump could be leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.